Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00102. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the ceramic beak fell off into the patient¿s bladder during an unknown procedure. The fallen device was successfully removed with the grasper. There are no reports of patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report. The facility reported 3 similar occurrences for the ceramic beak falling off inside the patient over the past several months. The following 3 patient identifiers for below 3 olympus devices that were involved during separate events. 1) patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk . 2). Patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk 3) patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk (this report).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation additionally, based on the new information received, this complaint does not meet the criteria of a serious injury and has been determined, to be a reportable malfunction only. Therefore, a correction has been made to the initial (b1, h1, and h6). The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely, the reported event occurred, due to one of the following mechanisms. Thermo-mechanical fatigue, wear and tear, improper handling (impact, shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. The root cause of the reported event could not be identified with the information received. The event can be detected/prevented, by following the instructions for use, which state: warning infection control risk: "properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." 4.1: inspection and testing: inspecting the product: "visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)". Warning risk of injury: "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged". Damaged product: "if the product is damaged or does not function properly, contact an olympus representative or an authorized service center¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that only one of the three device defects (broken ceramic tip) occurred, during a transurethral resection of bladder tumor (turbt) procedure. The patient involved in the event, required an additional procedure to remove the retained broken device piece. The broken piece was retrieved successfully. The turbt was completed with no delay. Additionally, the other two reported broken ceramic tips were identified, prior to their respective procedures with no reported patient involvement. This complaint captures one of the two defects identified, prior to the procedure.